Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, tj-5pav4 date and time was incorrect. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the date and time were incorrect. A field service engineer (fse) corrected date and time. All functions are normal. The system functioned as intended after field service engineer repaired the device.